Manufacturer narrative:
Device evaluation: 1.0 ml syringe with 0.5 ml of gel remaining received with a cap, a tray and a box. No defect observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reports patient injection with one syringe of juvéderm® ultra xc in the lips. Patient had bad face mask acne prior to injection so the skin was cleaned prior to treatment. Patient ate some spicy food later that day. 2 days later, patient sent a text to the doctor stating that the lip was very sore and that night, scab developed over one side of the lip. A rash presented in the lower corner of the lips which started to develop some puss. Clindamycin prescribed and patient started developing white pustules on the outside right corner of the lip, and a bruise on top lip. The lips were "super, super dry." Per hcp, it looks like an infection. The patient is concerned about necrosis, but hcp touched it and sees no signs of that at all. Pustules were exiled the day after symptom apparition and cleansed and bacitracin was applied. Bacitracin also provided to take home to keep the lips moist.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Infection and abscess are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional (hcp) reports patient injection with one syringe of juvéderm® ultra xc in the lips. Patient had bad face mask acne prior to injection so the skin was cleaned prior to treatment. Patient ate some spicy food later that day. 2 days later, patient sent a text to the doctor stating that the lip was very sore and that night, scab developed over one side of the lip. A rash presented in the lower corner of the lips which started to develop some puss. Clindamycin prescribed and patient started developing white pustules on the outside right corner of the lip, and a bruise on top lip. The lips were "super, super dry." Per hcp, it looks like an infection. The patient is concerned about necrosis, but hcp touched it and sees no signs of that at all. Pustules were exiled the day after symptom apparition and cleansed and bacitracin was applied. Bacitracin also provided to take home to keep the lips moist.